Manufacturer narrative:
Corrected to include serious injury.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The patient who was implanted with an lvad on (B)(6) 2016, experienced the described neurological event along with a mural thrombus. Subsequently, the patient was removed from lvad support on (B)(6) 2016. The patient tolerated the explant and is recovering from the neurological event. Adverse event term: ischemic cva.

Event description:
The site contacted bhi clinical affairs on (B)(6) 2016 as they noticed a medium mobile thrombus in the pump. The decision was made to change the pump and on the way to the or, it was noticed that the patient had some right sided weakness and was taken to CT after the pump change. The CT revealed a large mca thrombolytic infarct. It was determined he was not stable enough to do an embolectomy. The site also performed an echo that showed a thrombus in the apex, impeding flow through the apical cannula. The decision was made to explant excor to try and preserve brain function.